Event description:
Received info regarding a cartridge alarm 5 during the load process. The customer was able to successfully load a new cartridge and was able to resume insulin delivery. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.